Event description:
Axio device was placed into scope during procedure. While md attempted to deploy the device, the device misfired unable to implant the device properly or securely falling out of implant site. Axio stent was then retrieved utilizing raptor forceps and clip was utilized for bleeding control. Upon scope processing, a piece of the device was located within the scope used for the procedure and removed/collected.